Manufacturer narrative:
On evaluation of the returned device, the sheath of the device was examined and no kink was noted below the sheath extender when the sheath extender was positioned at reference mark 5. The needle was returned with the needle fully retracted and the stylet fully inserted. No issue was noted when advancing / retracting the needle. The needle was examined and a break was noted at approx. 24mm from the distal needle tip. It was noted that the needle was still attached at the break of the needle and no damage was noted at the distal needle tip. The customer complaint was confirmed as a break was noted on the needle. A possible cause of the issue could be due to the needle kinking on a previous pass, leading to the break on the needle. It is also possible that the stylet was not inserted correctly and was retracted by 24mm by the user during the procedure. Another possible cause may be down to the movement of the endoscope while retracting the needle. If the handle of the echo device is not appropriately handled it is possible for the sheath to become bent/kinked due to the weight of the handle. However, as the conditions of use cannot be replicated during the laboratory evaluation, it is not possible to conclusively state that this is the cause of this complaint. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The notes section of the instructions for use, ifu0101-0, which accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". A review of the manufacturing records for echo-19 device of lot number c1244896 did not reveal any discrepancies that could have contributed to this complaint issue. There is no evidence to suggest that this issue affects the entire lot # c1244896; upon review of complaints this failure mode has not occurred previously with this lot # c1244896. No adverse effects to the patient have been reported as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The needle broke upon exiting the catheter from the distal tip of the endoscope. The physician was unable to puncture the target site. The needle did not advance out of the inner catheter so they replaced it with another needle to finish the procedure.